Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv safety clamps were cracked. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20035305. It was reported the safety clamps were cracked.

Manufacturer narrative:
It was reported the safety clamps were cracked. Received one hundred and two new primary sets model 2420-0500 lot 20035305. Also received four primary sets model 2420-0500 lot 20035305 out of package. Eighty sets were received in their original shipping boxes and twenty-six sets were received without their original shipping boxes. The sets were visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. No issues or any anomalies were observed with the eighty sets that were received in their original shipping boxes. Visual inspection of the twenty-six sets (received without their original shipping boxes) found the following: damaged roller clamps (p/n12281061) that could not properly engage (sets 1-2), small pinhole in the silicone tubing (p/n 12088541) near the upper fitment (set 3), damaged and bent lower fitment (p/n tc10006063) (set 4), damaged packaging/pouch and warped drip chamber (p/n 630-00363) (set 5), broken-off drip chamber spikes (p/n pf0959) at base to drip chamber (sets 6-7), small tubing (p/n tc10012940) tear located 2-3/4 inches above the check valve component (set 8 ). No damage or issues were observed on the remaining ninety-eight sets. Functional testing was performed by attaching the remaining ninety-eight sets to a lab IV bag filled with blue dye water and allowing the set to reprime via gravity. One 18g cannula was attached to the sets¿ male luers. The sets primed successfully and observed no leaks or any issues. During priming of the sets, the roller clamps were also engaged at various intervals to test the functionality. All rollers clamps/clamps showed no issues during functional testing. The sets were then pressure tested while submerged underwater (per dir # (B)(4)¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No leaks or any issues were observed. Bd tijuana manufacturing conducted an investigation (dir# (B)(4)) after further investigation, the root cause of the damages could not be determined as the damages were deemed not related to the manufacturing process. This issue will continue to be monitor any rising trends. An attempt to contact the customer¿s distributor was conducted by bd rcc but no response was received from the distributor owens & minor. Equipment used (measurement and testing performed on 03sep2020) air pressure regulator with pressure gauge, eq00151, calibration due date: 07nov2020. Optical ram-cnc, eq08204, calibration due date: 05feb2021. A device history record for model 2420-0500 with lot number 20035305 was performed. The search showed that a total of (B)(4) were built in 1 lot on 04mar2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer¿s report that the safety clamps were cracked was confirmed as received due to damages from an external force. 8 of the 106 sets were received with external damages on the product¿s packaging pouches and the primary sets with various types of damages to each set. No issues were observed with the remaining 98 sets. The cracked safety clamps (roller clamp and lower fitment) was due to external force. The root cause of the external force could not be determined as it was not deemed to be related to the manufacturing process. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 2ss cv safety clamps were cracked. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20035305. It was reported the safety clamps were cracked.